Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the o-ring at reservoir was missing. Customer's blood glucose value was unknown. Customer mentioned that the reservoir was unable to lock in place sometimes. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The insulin pump had a cracked battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock into place, cracked case at reservoir tube window corners, minor scratched and cracked display window, cracked case at display window corner and stained address/serial number label.